Manufacturer narrative:
The investigation confirmed that a non-reproducible higher than expected vitros trop I result was obtained from a single patient sample processed on a vitros eci q immunodiagnostic system. A definitive assignable cause could not be determined. A vitros tropi es lot 2925 performance issue is not likely to have contributed to the event based on the historical quality control results. A reagent issue could not be entirely ruled out as a contributing factor as the customer did not process a control fluid with a troponin I concentration at or below the url of 0.034ng/ml. Additionally, vitros tropi es precision testing was within acceptable guidelines, suggesting an instrument issue did not contribute to the event. However, an ortho field engineer observed dried serum within the microwell incubation and well wash volume condition codes around the time out the outlier therefore a vitros eci q system issue cannot be entirely ruled out as a contributor to the event. Furthermore, pre-analytical sample processing could not be ruled out as a contributing factor as it is unknown whether the customer followed the sample collection device manufacturer¿s recommendations. It is also possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The assignable cause is unknown.

Event description:
A customer observed a non-reproducible, higher than expected, vitros tropi es result from a single patient sample when processed using a vitros troponin I es reagent lot 2925 in combination with a vitros eci q immunodiagnostic system. Patient sample result of 0.393 ng/ml versus the expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physical action if undetected. The non-reproducible, higher than expected, vitros tropi es result of 0.393 ng/ml was not reported from the laboratory and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho). Complaint number (B)(4).